Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.